Event description:
It was reported that this right ventricular (rv) lead has been exhibiting intermittent high and out of range shock impedance measurements, most recently, measuring greater than 125 ohms. It was reported that over the past three months, the shock impedance measurement has gone from 47 ohms to 101 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. During troubleshooting, it was found rv coil to right atrial (ra) coil and ra coil to can configurations both measured greater than 200 ohms, while rv coil to can configuration measured 105 ohms. After this finding, the physician believes that the integrity on the superior vena cava (svc) coil is compromised. Subsequently, the device was reprogrammed. At this time, evidence suggests the rv lead remains in-service. No adverse patient effects were reported.